Manufacturer narrative:
This product is returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this device exhibited a long charge (lc) code. The remaining battery life was 35%. Potential causes of the lc code were discussed and device replacement was recommended. Subsequently the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, review of device memory did not confirmed the reported long charge time; however, review of the device summary report indicated that a long charge time cod was recorded by the device. The device was then subjected to a series of diagnostic tests to assess the performance of defibrillation, sensing, high voltage shocking, and diagnostic recording functions. The device passed all tests and functioned normally.

Event description:
This supplemental report is being filled to include device analysis information.